Event description:
Patient reported "had breast cancer in 2011, had an infection immediately where the incision was, it started to grow apart and I had a hole in my breast, it was stitched up and started growing apart again.¿ this record is for the left side. The device has been explanted.

Manufacturer narrative:
The events of infection and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to infection and wound dehiscence. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "had breast cancer in 2011, had an infection immediately where the incision was, it started to grow apart and I had a hole in my breast, it was stitched up and started growing apart again.¿ this record is for the left side. The device has been explanted.